Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid. Further electrical and mechanical testing was performed, and high current was confirmed consistent with u2 juno anomaly.

Event description:
New information received noted that the implantable cardiac monitor was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited premature battery depletion. No intervention was reported. The patient was in stable condition.